Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01, ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image oversensing was noted on the right atrial (ra) and right ventricular (rv) leads. Variable impedance was also noted on the rv lead. The leads remain in use. No patient complications have been reported as a result of this event.